Event description:
The leak was at the connection site where the purple screw top connects to the tube feed bag/bottle. The leak would occur roughly 10 seconds after connected and screwed in. The leak occurred prior to the pump being programmed, and the entire set up had been changed twice and would begin to drip when hung from IV pole and hung up to gravity.